Event description:
Information from the field does not address the patient's clinical status but notes that the device changed from dddr to ddd mode on several occasions. A download was initially successful, but approximately six weeks post download, the phantom programming recurred.